Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No blank display noted. However, the device had high idle current and problem was isolated to lcd board. It also had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the customer had a blank display after replacing their battery. The customer stated they would have to tap their insulin pump to retrieve their display. The customer stated the issue was recurring after receiving a replacement battery cap. The customer's blood glucose was 128 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.